Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet rec'd it, if the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) on 06/28/07, and alleged that the meter was prompting an error 5 message. The pt reported an event that took place sometime in the end of 2006. The pt stated that was able to test on her meter earlier in the day of the event. She took her novolog insulin, which is based on the reading (doesn't remember exact amount, but reported it was probably 16 to 18 units). She was taking 25 units of lantus, but she had not taken it yet on that day. Later that day, at approximately 9:00 pm, she became sweaty, shaky, and light-headed. She attempted to test on the meter but was unable to. She contacted her friend for assistance and the paramedics were called. She recalled walking out of the ambulance and upon approaching the ambulance she collapsed. Prior to collapsing, her heart was racing and felt as if her heart was pounding outside of her chest. The pt's blood glucose was tested and the result was 35 mg/dl. The pt was treated with oral glucose and was given 4 nitroglycerin tablets. She was sent to the hosp and was diagnosed as having a heart attack and hypoglycemia. The pt reported a history of lupus and deep vein thrombosis; she is taking plavix. The pt stated that she was applying the blood incorrectly to the test strip. The issue was resolved with troubleshooting. This complaint is being reported, as the pt alleged that she was unable to test while experiencing symptoms and the pt's symptoms appear to have worsened while awaiting the paramedic's arrival. A replacement meter has been sent.